Event description:
Intl customer reported that a pt underwent a carotid endarterectomy and began bleeding from the surgical site while in recovery. The pt was returned to surgery at which time the customer reports the suture appeared broken. The reported broken piece was described as appearing "like a cut." The site was repaired and the pt returned to recovery.

Manufacturer narrative:
Date sent to the FDA: 12/04/2008. Result: rep samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion: no failure detected and the product exceeds tensile strength requirements.